Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had the stimulator powered on this morning for approximately for 2 hours and turned it off. Pt said they get a vibration sensing in and around their 'groin area' and lower part of their back. Pt this issue started in the last couple of months. Pt stated they did research, but they don't know if it's a lead migration or 'the battery'. Pt said the unit has been off for 5 hours and it's like that they are getting a full vibration of the unit when it's on, they are just getting a sensation that there's something on or something 'residual' with the unit being turned off. Agent reviewed information. Agent redirected pt to their hcp to further address the issue.

Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.